Event description:
It was reported patient indicated a loss of therapeutic effect. Patient noted weakness on the left side and hand was shaking. The symptoms occurred after patient saw physician on friday in which physician checked patient's battery. Patient went back and notified physician. Physician double checked battery and indicated it was on, good, and patient just needed to wait an hour. Symptoms were still present. Patient had no falls. Patient was home and in fair status. It was later indicated device was explanted. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.